Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4) - incision enlarged; sutures; crack. Evaluation results: visual inspection of the returned lens showed a piece of the lens was torn off and a haptic plate was torn off and missing. There was clear surgical residue on the lens. Conclusion: based on the complaint information and the evaluation of the returned product, a specific root cause of this event could not be determined. A current investigation involving cracked optics on the 1-piece silicone lenses is ongoing to address these types of issues. When the investigation is completed and a supplemental medwatch will be submitted. (B)(4).

Event description:
The customer reported the surgeon was ejecting the aa4203tl silicone single piece lens and noticed an unual cracking of the lens as it was inserted into the eye. The incision was widening and sutured after the replacement lens was implanted. The reporter stated the lens appeared to be loaded properly, so the cause of the event was unknown.